Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. Di number and pi number are unknown as the part number and lot number were not provided.

Event description:
The following information was reported: deployed the mynxgrip vascular closure device into the femoral artery. Good stick, above bifurcation. The mynx vascular closure device was a successful deployment, patient had a small hematoma 6 cm or less in size after the procedure and additional 10 minutes of pressure was held. Patient came into the ER the next day complaining of groin pain and an ultrasound confirmed a pseudoaneurysm. The pseudoaneurysm was resolved by the vascular surgeon injecting it with thrombin. Event date: occurred the week of(B)(6) of july.